Event description:
A pt in the infection control ward had profuse type 7 diarrhea due to peg feed. The staff attempted to insert flexi-seal. The tube passed and balloon inflated, however it quickly fell out. They reinserted the tube again and it immediately fell out. On inspection it was found to have a small hole in the balloon. The faulty tube was disposed of.

Manufacturer narrative:
Based on available info, this event is deemed a reportable malfunction because a recurrence of this malfunction is likely to lead to or contribute to a serious illness to a pt. A malfunction that leads to an increase in the leakage of fecal material from the device exposes the pt to the risk of wound contamination which may result in wound infection. Although the risk of wound contamination by fecal matter is greatly reduced with the use of the fms device when compared with other methods, the possibility cannot be completely ruled out. It was reported that the flexiseal was removed and no further flexiseal inserted. There was no report of fecal contamination in this case. No additional pt/event info has been provided. A return sample for eval is not expected.

Manufacturer narrative:
Additional information was received on august 14, 2015. Third party manufacturer reviewed the batch records for lot# 11fm03 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Eight samples from different lots along with one from the same lot were subjected to a balloon inflation test with 60 ml of air injected into the balloon through the inflation port and observed for 10 minutes for leaks. There was no visible difference after 10 minutes. The air was removed and 45 ml of water injected into the balloon through the inflation port, and allowed to sit for observation for 24 hours. No blockage, breakage, or leaks were observed for any of the samples under test. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).